Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned cassette was visually and functionally tested and the complaint was confirmed, the lack of solvent created a channel between the tubing and the housing that caused fluid leak from the housing. The root cause of the customer's complaint is insufficient solvent application at the location where the tubing is inserted into the cassette housing. After the investigation of this complaint, it has been determined that no action will be taken at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that aspiration was suddenly unavailable during ultrasound (us). Us tip was not found clogged. The surgery was completed after replacing the product with another one. There's no patient harm.